Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl; cause was unknown. Customer was also experiencing dehydration. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. Reportedly, the customer was new to managing their diabetes via the insulin pump at the time of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.